Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was not working appropriately as the cartridge got low. No further information was provided. Animas attempted to follow up with the reporter for troubleshooting of the event but was unsuccessful at this time. There was no indication of an adverse event associated with this complaint. This report is made based on the allegation of the pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.